Manufacturer narrative:
(B) (4).

Event description:
During implant the physician went to the other side of the pt and tried to create another laminotomy when the pt cried out to stop. The pt experienced a contusion to the cord and partial paralysis. No leads were implanted. The case was aborted. Any treatments the pt received are unk. The outcome is unk. Further info is being requested from the hcp.